Manufacturer narrative:
Follow-up # 1 date of submission 07/18/2014-device evaluation:the pump has been returned and evaluated by product analysis on 07/09/2014 with the following findings:a review of the black box showed that the time and date had reset to default following a reboot on 05/13/2014 within two hours. The pump was exercised for 24 hours; the battery was removed for 6 hours and the time and date reset to default. The pump cover was opened and the internal clock battery was found to be leaking. Unrelated to the complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time and date reset) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.